Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of waste without bleach outside of the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 27oct2019 to date 27oct2020. Complaint trend: there are 2 complaints related to the issue of a leakage without bleach not contained within the instrument; date range from 27oct2019 to date 27oct2020. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #659180-659180-r659180000315-105955147-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage without bleach outside of the instrument was a loose waste pipe. The fse (field service engineer) confirmed the leakage source to be from the v6 p9 fitting, and refitted the pipe in place. They then confirmed with the customer that they were following proper monthly cleaning procedures of the instrument to assist with their questions on their pqc values. No parts were requested for evaluation as the tubing that was worked on was refitted, not replaced. Although leakages of waste outside of the instrument poses a risk of exposure to hazardous material to the customer, there was no contact with the waste material nor any other injuries as a result of this issue. After the repair the instrument was tested and working as expected. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: 01661071, case # (B)(4). Install date: 06dec2018 defective part number: n/a work order notes: subject / reported: liquid leaks from the device body problem description: liquid leaks from the device body work performed: piping correction implementation. Monthly clean operation check. The above work has eliminated the liquid leakage. We have dealt with the inability to measure pqc with wo-01661195 and wo-01668009. Fse adjusted the piping and confirmed the monthly clean operation. After that, the issue was resolved. It was confirmed that the instrument worked normally. Cause: because the piping had come off at the v6 p9 fitting part. Solution: improved by modifying the piping. Returned sample evaluation: a return sample was not requested because there were no parts that were damaged or needed to be replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. I, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Tfs: 89177. ID: libivd-ra-71 2.1.14. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (tfs ID): 93782libivd-did-1585 normal use implementation verification: libivd-se-15-84ar. Libivd-se-15-72p. Libivd-se-15-51ir. Effectiveness verification. Libivd-se-15-84ar. Libivd-se-15-72f. Libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Tfs: 89200. ID: libivd-ra-87 2.3.1. Reg status: ivd; ruo. Hazard: exposure to chemicals. Cause: failed fluidic connection for sheath. Harmful effects: injury to operator. Risk control: . Design proper fittings. Robust sheath tank connector. Fluidic connections housed inside the chassis which will prevent accidental disconnection of fluidic lines. Req link (tfs ID): 93782libivd-did-1585 normal use. Implementation verification: libivd-se-15-84ar. Effectiveness verification: libivd-se-15-84ar. Probability: 1. Severity: 2. Risk index: 2 residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to a disconnected waste tubing. Conclusion: based on the investigation results, the root cause of the leakage not contained within the instrument was from a disconnected waste piping. The fse confirmed the issue, adjusted the waste piping, and confirmed proper cleaning measures were being taken each month. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that while using bd facslyric¿ waste leaked outside of instrument, it was not known if the waste was mixed with decontaminate. The following information was provided by the initial reporter: leakage from the device body. 4. What was the fluid that leaked? Unknown. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? Unknown. 7. Was the customer/bd personnel physically in contact with the fluid? No. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facslyric¿ waste leaked outside of instrument, it was not known if the waste was mixed with decontaminate. The following information was provided by the initial reporter: leakage from the device body. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? Unknown. Was the customer/bd personnel physically in contact with the fluid? No. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.